Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, missing black o ring inside reservoir tube, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads. The reservoir does not stay locked in place properly due to broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has missing pieces from the reservoir compartment and the reservoir won't stay on place. Customer did not recall any events causing the damage. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.